Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected off no power alarms, blank display, or pump shutting off occurred during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained lcd resilient cover and scratched reservoir tube window.

Event description:
It was reported the insulin beeped two times and the battery was empty. Customer inserted a new battery and the device did not start since then. The device was not dropped or bumped. The device was not exposed to an MRI. Customer's blood glucose was 6.5mmol/l. No further information reported.